Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, the subject device broke off inside a patient during a procedure. The surgeon was able to get one successful sample, but when trying to feed the stylet through the needle, the stylet became stuck inside the inner lumen of the needle and a piece of the metal broke off inside the patient. A request for additional information in progress.

Manufacturer narrative:
This report is being supplemented to provide the results of the evaluation of the returned device, and to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information regarding the reported event, but no response was received from the customer. The subject device was returned to olympus for evaluation. A visual inspection was performed on the as-is received condition of the device. It was observed that the sheath was broken near the boot, however, the entire insertion portion was still intact. The needle was examined and found broken into two portions. One portion of the broken needle was inside the insertion portion of the device, and the other broken portion of the needle was inside the handle section. The stylet was missing and not returned for evaluation. The aspiration port had no signs of cracks or damages on the threads or on the port. The lever to unlock the needle adjuster was pushed and the needle slider was pushed distally. The other broken portion of the needle was protruding through the damaged portion of the sheath near the boot. A minor kink was identified near the distal end of the sheath. The distal end of the needle appeared slightly bent. Functional tests were not able to be performed, as the needle was broken and damaged. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, we were unable to verify the issue of the stylet, as it was not returned; however, damage was observed on the sheath and needle (kink and minor bend). The observed failure is a phenomenon likely resulting from the device experiencing excessive resistance, and/or being used past its intended range of motion/angulation during use. The device's instructions for use (IFU) provides the following: "do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument." ¿do not angulate the bending section of the endoscope abruptly while the needle is inserted into the instrument channel of the endoscope. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage.¿ olympus will continue to monitor field performance for this device.